Event description:
Device 3 of 3. Refer to MFR reports 1627487-2014-21486, 1627487-2014-21485. The patient received two occipital (off-label) leads. It was reported that the patient (B)(6) experienced loss of stimulation post-operatively. Diagnostics indicated low and invalid impedances on the left lead. Reprogramming was unsuccessful as the patient only received stimulation at the top of her spine. X-rays confirmed both of the leads had migrated. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.